Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not use cgm for treatment decisions, such as how much insulin you should take. Cgm does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 40 (mg/dl) over the last 3 days. Reportedly, customer administered boluses based on the bg values provided by the continuous glucose monitoring system on the pump instead of using their blood glucose meter. Customer consumed glucose tablets to treat their bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.